Event description:
Laser fiber broke while in use intraoperatively during cystolitholapaxy, dr (B)(6) performed, no harm to pt. No laser fiber in pt. Laser fiber cleaned, bagged, and handed off to charge rn. (B)(6). FDA safety report ID# (B)(4).